Manufacturer narrative:
G4: 13feb2020. B4: 14feb2020. The field service engineer performed an evaluation and confirmed the reported problem. The field service engineer reported performing performance verification test and unit successfully passed the test. No parts were replaced and unit is reportedly back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported missed trigger. There was no patient involvement.